Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that manufacturing date: 08-apr-2010, review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 08-apr-2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was using insight retractor frame during l4-l5 microdiscectomy procedure on unknown side of spine. Left arm of retractor frame would not maintain articulation and does not hold in particular position. When surgeon used the retractor handle to angle the retractor blade out, the mechanism would not maintain the angle and reverts back to original position. Another insight retractor frame was readily available to complete the procedure and there was no delay in surgery. No other device was used with retractor frame intraoperatively. The surgery was completed successfully. Patient was reported as stable. There was no issue with retractor handle. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (retractor frame cranial/caudal, part number 03.615.100, lot number t944233). The subject device was returned with the complaint condition stating that surgeon was using insight retractor frame during l4-l5 microdiscectomy procedure on unknown side of spine. Left arm of retractor frame would not maintain articulation and does not hold in particular position. When surgeon used the retractor handle to angle the retractor blade out, the mechanism would not maintain the angle and reverts back to original position. The returned device has minor surface wear and scratches. The left arm of the retractor does not lock into position and rotates both clockwise and counterclockwise when the button is not pressed. The right arm locks into position properly and the ratcheting a locking functions of the sliding half of the retractor function properly. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. The returned retractor is part of the insight access retractor system technique guide. The following drawings were reviewed as part of the investigation. Retractor frame cranial/caudal, retractor fixed half cranial/caudal. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The root cause is likely related to repeated use and wear over the 6+ year life of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.